Manufacturer narrative:
Initial report sent: 12/19/2008.

Event description:
Procedure type: open sigmoid resection. According to the reporter: performed distal colon transection with a contour stapler. Then the anastomosis was done with an eea33. Subsequently a big leak occurred and was difficult to repair. There was enough space to transect some additional tissue and re-perform the anastomosis. Another contour was used and inserted a proctoscope to observe staple line. Air bubbles were seen through the staple line. Then another eea was used and a small air leak was seen, but the surgeon was not sure of origin of leak. The surgeon over-sewed staple line and the anastomosis looked ok. It was not reported if more than 250cc of bleeding occurred. Case was delayed more than 30 minutes.